Event description:
Per the clinic, the patient has undergone two procedures for wound debridement, (B)(6) 2013 and (B)(6) 2013; due to reported healing issues. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.